Event description:
Patient called to report right side rupture. Device was explanted. Later, hcp reported called to report right side replacement from textured to smooth due to the patients concern of the product. Later, hcp reported double capsule and patient deformity.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: exposure: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4

Event description:
Patient called to report right side rupture. Later, hcp reported called to report right side replacement from textured to smooth due to the patients concern of the product. Later, hcp reported double capsule and patient deformity. Device was explanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient called to report, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture via MRI. Healthcare professional later reported "biocell recall." Healthcare professional additionally reported "textured" and "hole, non-specific." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b1, b5, b6, d4, d6b, e1, g2, h4, h6.